Manufacturer narrative:
Investigation revealed a missing bolus button. A leak test was performed and resulted in a bolus button leak. Further inspection revealed evidence of moisture throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. It was reported that the audio bolus button was damaged and there was moisture in the battery compartment and the audio bolus button area. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.